Event description:
It was reported the analyzer is broken. Followup information received indicates it is believed the atrial analyzer would not accurately sense p-waves. Status of the analyzer is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090w programmer; product ID: 2067l rf head. (B)(4).